Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient (pt) went into afib and received defibrillation on friday. The caller stated that the ins is not acting correctly following the defibrillation and it is showing some error codes. The representative spoke to the patient last night and the patient reported that they were getting two error messages. The patient claimed that when they connected to the ins they got a message with code 323, when that message was bypassed they got a message with code 335. The patient had completed a recharging session and the device was depleted withing 2-3 hours. The issue was not resolved through troubleshooting. Technical services (tss) reviewed troubleshooting considerations. The caller plans to follow-up with the patient. Rep called back. They have done two ins tablet resets and they are still unable to communicate with tablet. They will get to the 100% point on the tablet but then it will give a system error with code 0x2cc6bede. They can connect to handset but when they try to increase stim (from 0ma), they get a persistent 323 code. Tss reviewed that ins is damaged due to defib procedure on friday and would need to be replaced. The rep called back to follow-up on this case. The caller indicated that the hcp plans to replace the ins and asked if the leads should be replaced as well. Tss reviewed that it would not be anticipated that a cardioversion would damage the leads. The rep reported the initial need for defib was unrelated to device per information from patient/spouse. Rep repeated previously documented troubleshooting steps and that the ins would be replaced asap and rep would provide logs.